Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, perforation was observed in the left atrial appendage (laa) when contrast was injected. The balloon catheter, sheath, and mapping catheter were removed from the patient. A slight decrease in blood pressure was observed, and anticoagulant was discontinued. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.